Event description:
It was reported a during the procedure, a 9x40x80 armada 35 balloon dilatation catheter was advanced via brachial access over a non-abbott guide wire and into a non-abbott sheath to a non-calcified restenosed lesion in the proximal area of a dialysis fistula in a brachial artery. When inflating the armada using a syringe, to perform plain old balloon angioplasty, the balloon was difficult to inflate, but inflation was achieved after a few inflation attempts. After successful lesion dilatation with one inflation held for 5 minutes, an attempt was made to deflate the balloon, however, the balloon would not deflate and was subsequently difficult to withdraw. The armada balloon was withdrawn from the anatomy along with the introducer sheath as a single unit. Routine hemostasis was achieved via 20 minutes of manual compression applied to the access site. The patient was observed post-procedure for 30 minutes before being released from the hospital. There were no adverse patient effects and no reported clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: vasospace, inflation: syringe, sheath: cordis. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty deflating the device was able to be confirmed. Abbott vascular has recognized a product deficiency with the armada 35 dilatation catheter regarding inflation/deflation difficulties, and has initiated a voluntary field action for the armada 35 and armada 35 ll pta catheters on august 16, 2012. Rigorous product analysis identified that some devices may exhibit difficulty inflating and/or deflating. To date, the frequency of worldwide reported events for difficulties inflating and/or deflating the balloon has reached a threshold of 0.1%. Abbott vascular has implemented corrective actions to ensure ongoing product performance.